Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
The russian health authority reported that a patient reported pain approximately three to four months post-operatively and imaging revealed migration of the left l4 screw and fracture of two xia rods. It is unknown if a revision surgery is planned. This report captures the second of the two fractured rods.